Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the submitter livanova (B)(4) learned that the patient pump 1 was not used for a long time and that the customer used only patient pump 2. So during service he found that the pump 1 was completely stuck in the bearings. The field service technician replaced the part and subsequent functional verification testing was completed without further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a patient pump 1 found to be stuck on a heater-cooler system 3t. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.